Event description:
During a shoulder arthroplasty the saw blade was described as "shaking and vibrating uncontrollably" to the extent that surgery was stopped to replace it. The team tried trouble-shooting the hand piece but the saw only worked properly when the blade was replaced.

Event description:
During a shoulder arthroplasty the saw blade was described as "shaking and vibrating uncontrollably" to the extent that surgery was stopped to replace it. The team tried trouble-shooting the hand piece but the saw only worked properly when the blade was replaced.